Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that on connector jp1, pin 13 is bent. This caused the cable to not connect properly. This cable transfers the turbine information. Straightened this pin, connected cable and now the unit¿s turbine serial number is valid. Pcba was installed into a known good vela test vent and the vent now functions normally. Duplicated, turbine serial number became invalid, complaint allegation.

Event description:
The foreign distributor in (B)(6) reported that during a regular inspection, "motor failure" alarm occurred and the ventilator stopped.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of july 9, 2015 the alleged faulty main board has not been received.